Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). Reportedly, the cause was customer's settings were causing bg levels to elevate after the pump's basal iq feature suspended insulin. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding settings. System check performed by tandem technical support confirmed the pump and related supplies were functioning as intended.